Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "a drill bit, reference 705025, from the axsos ancillary we have on deposit, has just broken during a tibia osteosynthesis. When removing the wick, the operator noticed that the end of the wick was missing, confirmed by a scan. The incident occurred during the operation, with the broken part remaining in the patient's tibia. The operation then continued."